Event description:
Infection was reported. It was stated, the patient had his pump revised on 2013 (b)64) ¿to move it down his body a little bit¿ because they were having trouble filling the pump through what the patient believed was scar tissue [refer to manufacturer report # 3004209178-2013-10535]. The revision was done in a clinic/outpatient setting. It was also reported that since the revision, the area around the pump was red, yellow, and purple. The patient went to a healthcare provider (hcp) to assess the pump area and the hcp told the patient it was infected. The patient told his managing hcp about the issue in (B)(6) and the managing hcp said ¿it was just dried blood¿ and did not think much of it. The patient was put on antibiotics by a different physician working under the patient¿s managing healthcare provider. The pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported the pump and catheter were explanted on (B)(6) 2014 due to a post-operative pocket infection. It was noted the pump and catheter were sent for a culture. It was also reported cultures were taken from the device pocket, lumbar region, and cerebrospinal fluid (csf) and the type of organism cultured was unknown. Antibiotic treatment was necessary. The patient¿s status at the time of this reported as ¿alive- no injury. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that per the pump managing physician there was no infection following the pump replacement. The patient was put on prophylactic antibiotics, so they felt that perhaps the patient was confused, and thought that there was an infection, but there was not. Per the pump managing physician, the patient was doing well. The pump was easily refilled and the tenderness over the pump replacement site was resolving. No pump explant was planned. Additional information was received and it was reported that following the revision the pump site was initially looking good. The patient then went in for a refill and the hcp (healthcare provider) couldn't fill it, so the patient was scheduled with the hcp's partner to have it refilled. The pump site was yellow and purple. The hcp put him on levaquin and said that the pump site was infected and the patient was referred to his pump managing physician. The pump managing physician told him that it was not infected. The pump managing physician filled the pump through the purple and yellow skin. The refill hurt. The pump managing physician told the patient that it was dry blood; it had been six weeks since the revision. The pump site was hot around it and the patient started running a fever and couldn't keep food down. The patient called his infectious disease doctor and his partner said that it was infected "for sure" and if the pump was refilled, "it was probably infected too". That doctor put the patient on more meds called "hdrocoacet amin" and the patient was told to see someone about it. The patient was looking for a new pump managing physician. The patient had lost 15 pounds now.

Event description:
Additional information later reported the cause of the infection was unknown. The patient would be re-implanted once the infection clears. It was noted the patient was recovering from removal surgery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the pump was "profanity", so they had to remove it. The patient had been in a lot of pain since he had the pump removed. The patient had neuropathy now and it drove him crazy. The patient was on morphine for a little while after the removal to help with withdrawal. Then they put him on "hydrocodone for withdrawals, then the burning and sensation and the tingling; now the pain in the back is getting worse¿. This had all been going on since the pump was removed in (B)(6).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).